Event description:
Reporter indicated that the patient was experiencing "aspiration to the point of not eating at all." It was also reported that the patient experienced left vocal weakness which resolved when the device was turned off. Follow-up with the physician indicated that the patient experienced transient left vocal cord paralyisis occurring only with stimulation, dysphagia, aspiration, and weight loss. A reduction in the patient's settings was found to improve the patient's adverse event.

Manufacturer narrative:
Review of manufacturer labeling lists aspiration, vocal cord paralysis, weight loss, and dysphagia as potential adverse events associated with surgery or stimulation of the device.